Manufacturer narrative:
Two 6.5mm twinfix¿ ultra ti preloaded suture anchors with needles were returned for evaluation. Visual assessment: the devices show the anchors are free from their inserters. The anchors are slightly damaged at their proximal ends. The distal tips of the inserters are twisted and deformed. This condition is normally attributed to excessive torque being applied during insertion. As reported, it was not possible to advance the anchors within the patients reported hard bone, per the devices IFU ¿if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. In hard bone, it may be necessary to create a pilot hole". No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a left rotator cuff repair using tf ultra, 2 ubraid and ndls, 6.5mm ti on insertion of the anchor the bone was found to be very hard, an awl was used to start insertion point. As the anchor was inserted the anchor became very tight and would not progress completely; it was decided to insert the device deeper as the tip of the anchor was still protruding out of the bone; the anchor started to twist within the inserter and the anchor would not budge or insert to the required depth. A pair of pliers was used to remove. A second anchor was used to complete but again became stuck. A second anchor was used to complete but again became stuck. This second anchor was also removed. There was a minimal procedural delay encountered. The procedure was completed using a competitor's back up device. This incident did not result in any patient injury or complications.